Event description:
It was reported that the external pulse generator (epg) displayed an error code message that was unable to clear. The epg which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg)tested out of specification as the battery drawer was found to be stuck. It was also noted that the output connectors were broken. The hanger assembly was broken. Software errors were identified. The lower case was scratched and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests.